Event description:
The staff brought a broken stretcher into the bed shop. Tech found the patient right siderail would not stay up. I found the siderail latch out and bolt missing. Tech installed the siderail latch nut and bolt. The siderail latches normally. No injury reported.